Manufacturer narrative:
Product event summary- the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: fr99525 tissue valve, (B)(6) 1999; 6947-65 implantable tachy lead, (B)(6) 2008; 4076-52 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the battery longevity lasted less than expected and the device was at early elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.